Event description:
The bolus button took over 2 hours to pop back up and refill. Attached to pt at the time. Floor nurse notified pharmacy. Pump replaced. No adverse event occurred.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a f/u report will be filed.